Manufacturer narrative:
The additional initial reporter name is (B)(6). User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, for assistance with explaining with a gas loss alarm. Her colleague answered the phone when esp team called back and reported that they dont get balloon pumps often and the alarm had gone off and she was inquiring about what caused the alarm. She did utilize the help screen and the iab fill key. User then performed a fill which resolved the gas loss alarm and resumed therapy. Esp team explained the nature of the alarm and user was unsure of the patients hemodynamics and clinical picture. Esp team encouraged us ER to call back should the alarm go off several times in an hour so that it can be troubleshooted. User was appreciative of the support. No harm or injury reported.

Event description:
User called into emergency support program (esp) line to request support with gas loss alarm that occured during cardiosave intra aortic balloon therapy. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.